Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On the day of the index, the patient had one resolute onyx drug eluting stent implanted in the rca, one in the lad and one in the 2nd obtuse marginal. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical reinfarction post-pci.

Manufacturer narrative:
The patient is a previous smoker. The mi occurred in the rca, lad and 2nd obtuse marginal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec re adjudicated mi in the rca, lad and 2nd obtuse marginal as no event. If information is provided in the future, a supplemental report will be issued.